Event description:
The company representative on behalf of the customer reported to olympus the evis exera iii xenon light source displayed an e103 lamp light up error message and the spare lamp indicator was illuminated. The intended procedure was diagnostic. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer was advised to remove the lamp from the device and replace it if it was damaged or if the lamp was in good working order, send the device into the repair center. According to the olympus sales representative, the biomed at the user facility was replacing the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned for investigation and a root cause could not be identified. According to the olympus sales representative, the biomed at the user facility was going to replace the lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.